Manufacturer narrative:
The involved vent catheter was discarded by the customer and could not be returned for evaluation. No photographs of the device were taken. The customer provided two lot numbers but was not sure which one might have been involved. Research was unable to identify any remaining inventory for either lot number. A production review found that there have been over 160 builds of this catalog number within the past year, representing almost 80,000 units. This is the first complaint for the two parts of the catheter separating. Without product for an in-depth evaluation of this incident, the root cause and appropriate corrective action could not be determined. To address any possible production assembly issues, a manufacturing awareness notification was issued to the appropriate workforce, alerting them to the complaint and sensitizing them to the reported issue.

Manufacturer narrative:
The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device discarded by the customer.

Event description:
Sorin group received a report that the tip of the malleable vent catheter disconnected during a procedure. The device was switched out to continue the procedure. There was no report of patient injury.